Event description:
The customer reported that the surgeon cut a vrv-ii valve into one of the sucker lines to be used as an aortic vent. The valve appeared to be obstructed and flow could not be established. The surgeon cut the valve out of the line and inserted a replacement. No injury was reported.